Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report # 1627487-2014-25424 and 1627487-2014-25425. It was reported that the patient is no longer receiving stimulation. Reprogramming did not provide resolution. Diagnostics revealed no anomalies. X-rays identified the patient may have a possible break in an extension. In turn, the patient will undergo surgical intervention to address the issue.